Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the high flow insufflation unit needed a pressure sensor offset adjustment. This was noted during maintenance. There was no reported patient involvement.